Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side cart (psc) to perform failure analysis. The reported (B)(4) error for the axis 2 shoulder brake was triggered upon power up and was un-recoverable. The complaint was confirmed and replicated by failure analysis. Isi also received the axis 2 motor involved with this complaint to perform failure analysis. The motor was analyzed but the reported failure of error (B)(4) could not be reproduced. However, the error/fault was confirmed via field logs. The unit was installed onto a system but could not be calibrated as its triggering error (B)(4) . When the axis 2 motor gold unit was installed back into the system, it was able to calibrate with the system with no issues indicating that there is an issue with the return unit's encoder. The complaint was not replicated on the motor based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse removed shoulder motor and checked spline screws were secured. Also, the fse ran tests and failed for shoulder brake again. Fse replaced the motor axis 2. The patient side cart (psc) still failed brake issues; therefore, psc was replaced to resolve the issue. The system was verified and ready to use. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, customer reported receiving repeated 23022 error. The technical support engineer (tse) asked customer to cycle system power, epo and circuit breaker down on patient cart. The system powered and homed; however, faults returned on power up. Tse asked customer to follow system prompts to disable boom/cart drive. Tse informed customer they would need to manually push patient cart to table. Tse informed customer that that all boom functions are disabled. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the issue occurred prior to starting procedure-post anesthesia. Ports were confirmed to be placed. The system initially powered on without any errors. The procedure was converted to traditional laparoscopic surgery. Also, there was no port incision increase or additional ports placed. The patient was confirmed to tolerate the change. Isi was contacted prior to aborting/converting the procedure.